Event description:
Legal. It was reported that a second revision was performed to remove the oxinium head and emperion size stem.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, (B)(4) - first revision: although it was reported that the metal ion levels were elevated, no levels were provided, and it was reported a preoperative workup for infection was negative. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of the elevated levels, loosening, and pain cannot be confirmed and it cannot be concluded that the reported events/clinical reactions were associated with a mal-performance of the implant. Also, without the implantation and prerevision x-rays to determine initial implant anatomical placement and any micro-motion over time, this cannot be ruled out as a contributory factor to the reported issue. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. (B)(4) - second revision: although the scratches found on the femoral component may be consistent with recurrent dislocations, without an analysis of the explanted components, all relevant patient medical history, or pre-revision x-rays, the source of the recurrent dislocations cannot be confirmed, and it cannot be concluded that the dislocations were associated with a malperformance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.